Event description:
It was reported that the user experienced hypoglycemia while using the ilet on the first day, following a snack, and was advised on initial-use expectations, treatment of lows with 15 grams of carbohydrates and reassessment after 15 minutes, allowing time for automated correction of highs, and properly announcing carbohydrate amounts to avoid maladaptive meal announcements. Symptoms included a blood glucose nadir of 54 mg/dl with low glucose lasting approximately 45 minutes and receipt of low and urgent low alerts, without loss of consciousness, dizziness, or need for assistance. Outcomes included self-treatment with oral carbohydrates (apple juice) and no medical intervention or hospitalization. Investigation included troubleshooting and education provided during the call. Investigation of this case revealed no device malfunction, with hypoglycemia of unclear cause and user education emphasizing correct meal announcements and system behavior during early adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.